Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 200cc mentor siltex round moderate profile saline breast implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that patient underwent bilateral removal and replacement with two 330cc mentor smooth round high profile saline breast on (B)(6) 2021. Reason for device explant and/or reoperation: deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on may 5, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal siltex rnd diap pkg 200cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation of the sal siltex rnd diap pkg 200cc, a tear was observed in the posterior view measuring approximately 0.4 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed and the cause of the deflation could not be identified. Manufacturer¿s reference number: (B)(4).